Event description:
Surgeon reported that the alignment awl in the silicone pip instrument set was too long. Surgeon described that it could potentially penetrate the middle phalanx (dip joint) before the cut guide was in proper position.